Event description:
The user facility reported that a blood leak was detected after 10 minutes of treatment. The machine alarmed but the blood was not visible. The blood flow rate was 550, with a 14g needle. The dialysate flow rate was 800. The estimated blood loss was 200ml. The patient's hemoglobin was virtually unchanged following the event. He was asymptomatic and did not experience complications or require medical intervention. He tolerated the following treatment well and felt good.

Manufacturer narrative:
The device has not been returned for physical evaluation. A plant investigation is still ongoing and a supplemental report will be submitted upon completion.